Event description:
Description of event according to initial reporter: CT scan shows line of thrombus within the stent graft. Graft was implanted in 2016 (no exact date as of yet). Once discovered on CT scan patient was given asa, then will be followed up closely with anticoagulants. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.